Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The customer stated that the instrument generated differential and white blood cell (wbc) voteouts at the time of the event. The customer also reported that the instrument failed volume, conductivity and scatter (vcs) module during startup when the leak was noticed. The customer indicated that approximately 5 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and the fse discovered a disconnected sample line from the bottom of the flowcell causing fluid to leak. The fse replaced the tubing to resolve the leak. The fse then ran the instrument and generated proper differential and white blood cell (wbc) results. The fse verified the repair as per established procedures and results met published specifications. (B)(4).